Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine device check with loss of capture at maximum output and sensing anomaly. A chest x-ray confirmed that the lead was dislodged. During repositioning procedure the sylet would not advance, the physician decided to explant the lead and noted the lead was bent on the proximal. The procedure was completed successfully without adverse consequece to the patient.